Event description:
This lead's insulation was compromised during a ventricular lead reposting procedure. The physician made the decision to replace it. There were no adverse events reported for the pt. The hospital retained the device. Should add'l info be received, this file will be updated. On (B)(6) 2012, this device was returned with add'l info that the physician noted the insulation on this lead was compromised while repositioning the rv lead due to diaphragmatic stimulation.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.